Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted at the thigh, which is off-label usage of the device, on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Initially this event was reported as a reportable malfunction. Upon further review it was determined that this event does not meet the criteria of a reportable complaint. MFR 3004753838-2020-110853 was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable."

Manufacturer narrative:
Com-(B)(4).